Manufacturer narrative:
Batch review performed on 27 august 2020: lot 176369: (B)(4) items manufactured and released on 16-jan-2018. Expiration date: 2022-12-26. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 27 august 2020: liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 174520: (B)(4) items manufactured and released on 07-dec-2017. Expiration date: 2022-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The surgery revised the head and the liner 2 years and 6 months after primary (cup and stem were left in place). The surgery was completed successfully.